Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to a reset error, which is consistent with an integrated circuit anomaly. The device was restored by reloading the product code. Further analysis was performed, and the device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of the total projected longevity was performed, and the device exceeded longevity.

Event description:
During an implant procedure, the device was observed to be in backup (bvvi) mode. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.